Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that backup vvi was observed via remote transmission. The patient was asymptomatic. The patient recently had surgery in which a magnet was placed. A device download was performed successfully. The patient will continue to be monitored.